Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow up report will be submitted. This complaint involves two devices used on one patient, therefore, a separate FDA form 3500a will be submitted for each device.

Event description:
It was reported the silicone foley catheter has a 'hole' between the inflation port and the connector which was noted upon attempting to connect the foley catheter to the urine drainage bag.